Manufacturer narrative:
No medical records have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. Photographs have been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter disconnected at the arterial end connector. After insertion it was found that the connection between the catheter connector and the catheter was loose, the catheter and connecter were adjusted and the connector completely detached. The device was immediately removed and another catheter was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
No medical records have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. Photographs have been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiration date: 05/2019).

Event description:
It was reported that the catheter disconnected at the arterial end connector. After insertion it was found that the connection between the catheter connector and the catheter was loose, the catheter and connecter were adjusted and the connector completely detached. The device was immediately removed and another catheter was used to complete the procedure. There was damage to the tissue when the catheter was surgically removed. There was no reported patient injury.

Event description:
It was reported that the catheter disconnected at the arterial end connector. After insertion it was found that the connection between the catheter connector and the catheter was loose, the catheter and connecter were adjusted and the connector completely detached. The device was immediately removed and another catheter was used to complete the procedure. There was damage to the tissue when the catheter was surgically removed. There was no reported patient injury.

Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint that has been reported for this corporate lot number to date. One dialysis catheter was returned for evaluation. Visual and microscopic inspection identified a complete circumferential break at the distal end of the arterial hub/strain relief. Therefore, the investigation is confirmed for the alleged hub detachment. The most likely root cause of the reported hub detachment is clamping too close to the strain relief. However, the definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. The review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (B)(4).